Manufacturer narrative:
Evaluation summary: the customer report was not confirmed. The device passed both the invitro and invivo calibration tests per procedure. The svo2 was monitored over 43 hours and the readings remained stable. The device was taken out of service and destroyed. The device history record was reviewed and all manufacturing requirements were met.

Event description:
Clinician was measuring svo2/oximetry via a om2 cable. The clinician noted that the svo2 values were inconsistent. Values were trending low, 30-35. Actual values were expected to be 50-55. Om2 cable was swapped out. The values where then within the values that the clinician expected, 50-55. The patients' vital signs were stable and condition was unchanged throughout the monitoring process.